Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The contact reported that the customer experienced an elevated blood glucose (bg) level between 287-332 (mg/dl). The infusion site was changed and a correction bolus delivered to address bg levels. The customer's basal rate was also adjusted by a nurse. Due to occlusion occurring in the past and pump supplies being changed, tandem technical support was unable to determine the source of the occlusion.